Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient reported feeling dizzy and light-headed when there were pauses due to right ventricular (rv) lead issues. The lead had high thresholds, high impedance, and was possibly fractured. The subclavian vein was occluded, so the lead was capped and a new lead was implanted on the right side. No further patient complications have been reported as a result of this event.